Event description:
The us complainant has an impella 5.5 supporting a patient for over a month. The pump support is ongoing while awaiting transplant. On day 37 of support there was a malfunctioning purge cassette that prompted purge cassette replacement. On a later date the patient experienced low pump pressure due to alleged positioning issues which required the pump to be repositioned to fix the issue. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿.